Event description:
The results of computed tomography (CT) scans done approximately four years and six months after the index procedure indicate that the filter was in place below the level of the renal veins with extension of the struts beyond the inferior vena cava filter lumen, up to 0.7 cm, without extension of struts into adjacent structures. Incidental finding include several, partially calcified pleural plaques at the right lung base, measuring up to 0.9 cm in thickness possibly representing sequelae of asbestos-related disease. There was an anterior compression fracture of the l1 vertebral body with approximately 40 percent loss of vertebral body height anteriorly, without retropulsion of the fracture fragments.  Additional information received per the patient profile form (ppf) states that the patient experienced perforation filter struts outside the inferior vena cava. The patient became aware of the reported events approximately thirteen years and five months after the index procedure. The patient has also experienced fear related to the filter.

Manufacturer narrative:
Section e3: occupation: other, senior counsel, litigation. Section b3: please note that the exact event date is unknown and the event date in section b3 is the complaint awareness date. As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. Approximately four and a half years after the filter implantation, the patient underwent a computerized tomography (CT) scan that revealed an infrarenal filter with extension of struts beyond the inferior vena cava (ivc) by up to 0.7cm without extension into adjacent structures. The patient is reported to have become aware of these findings more than thirteen years after the filter implantation. The patient further reported having experienced fear associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without definitive images or procedural films for review, the reported ivc perforation could not be confirmed and the exact cause could not be determined. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Manufacturer narrative:
As reported, the patient underwent placement of a optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury, damage to the patient, including but not limited to multiple struts have perforated the vena cava. Per the patient profile from (ppf), the patient reported perforation of multiple filter struts beyond the wall of the ivc. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including but not limited to multiple struts have perforated the vena cava. According to the information received in the patient profile from (ppf), the patient experienced perforation of multiple filter struts beyond the wall of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions. Patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.